Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Physician reported problem with components mixed. Cement freezes too fast. To procedure completed physician used another one product the same type.

Manufacturer narrative:
12-11-15: the lot number for the product has been amended from htdbjp as supplied on the synergy form to htfb9k as seen on the picture supplied by (B)(4). Need to send follow-up. Lot number incorrect on initial. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.